Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle liner was damaged in situ, and the patient needed revision as a result. During visual inspection of the returned devices, it was noted the pinnacle cup was worn.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: possible product failure, pinnacle liner damaged in situ and needing revision. Surgeon would like an analysis of the product to determine mode of failure. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pinnacle sector ii cup 50mm had signs of wear on the concave area, which is consistent with the cermaic head having a direct contact with the device after a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 50mm would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 4083224 number, and no non-conformances were identified during manufacturing. H11 additional narrative: added: d10. Corrected: h3.